Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a hypoglycemic event, and was subsequently hospitalized. Reportedly, customer has unrecognized hypoglycemia, and does not believe the pump was at fault, however the customer declined to provide additional information regarding the issue. Blood glucose level was not provided.